Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the unit was loose on the stand. The field service engineer (fse) confirmed the issue. The fse replaced the thumbwheel, cpu tray/rp-cover, bottom foot kit, base assembly, and flow sensor assembly. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem. No patient harm reported.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation that there was no other issue leading to multiple parts requiring replacement. No response or further information was received from the customer. As there was no allegation of multiple issues, the replacement of multiple parts is assumed to have been completed to resolve the loose stand issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report #: 2031642-2023-00078. All information from the original report(s) has been transferred to this report.